Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery. A 4.00 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the stent was damaged.